Event description:
It was reported that: the patient has pain in right hip. Patient can't hardly walk. Patient states that she has gone to her surgeon many times for x-rays. According to the x-rays the surgeon says everything is fine. In (B)(6) of 2012 patient started having elevated cobalt and chromium levels.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding pain and allergy/reaction involving an accolade stm was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was performed and concluded issue with pain and difficulty walking 9-years post primary implantation of an accolade tmzf stem with trident cup. Surgical report of primary arthroplasty shows no issues while the lab reports somewhat elevated cobalt and chrome levels in the patient¿s urine although blood chrome is normal but blood cobalt slightly elevated. In this case, there is no reason for concern as based upon the observed metal ion values. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the pain could not be determined because insufficient information was provided.

Event description:
It was reported that: the patient has pain in right hip. Patient can't hardly walk. Patient states that she has gone to her surgeon many times for x-rays. According to the x-rays the surgeon says everything is fine. In (B)(6) of 2012 patient started having elevated cobalt and chromium levels.